Event description:
It was reported the patient's blood glucose levels rose above 22 mmol/l (>396 mg/dl). The pod was leaking while worn on the abdomen for between 4 and 24 hours. Treatment information was not provided. The device was returned and investigated. Investigation found a tear in the pod's cannula.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the fluid path components found the soft cannula to be torn. Fluid was observed to leak from the torn portion of the external soft cannula. The timing and cause of the soft cannula damage could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.